Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that when they went in to get their pacemaker checked, the physician turned their implantable neurostimulator (ins) on. The patient stated that they made the physician turn the ins off because the settings were way too high, but they didn't know how to turn the stimulation off. It was noted that the patient had turned stimulation down low, as they usually kept it on low settings, and was shown how to turn the device off with a magnet. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient¿s cardiologist technician placed the programmer head over their ins site and that turned it on. It was noted that they did not want to place it over again. No further complications were reported. Follow-up was conducted.